Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing an uncomfortable heating sensation at the scs ipg pocket site while using stimulation. The site was examined by the nurse practitioner and no anomalies were noted. It was also reported the patient had lost 10-15 pounds and the ipg had become more superficial. Surgical intervention will be taken at a later date to address the issues.